Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary: the product was returned to ethicon for evaluation. One sealed box was received for analysis. Product code vcp452h. The swage and attachment appeared as expected; however, however, a chipping defect was observed that caused fraying near the needle. The product code vcp452h contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined; therefore, no functional test could be performed. Based on the information currently available, the chipping was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a cat underwent an oophorectomy (bilateral) procedure on (B)(6) 2025 and suture was used. The veterinarian performed the ligations of the 2 ovaries with the potentially defective wire. When the veterinarian wanted to do over-jet muscle, without exerting excessive tension, he noticed that the thread held very little to the needle. The veterinarian therefore no longer used the wire for surgery. The surgery could be performed using another thread from the same box without affecting the cat to date. No further information available.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.